Manufacturer narrative:
This device is not cleared within the us, but is similar to mb3576, which is cleared under p110009. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled when the peek cartridge was being detached intra-operatively, after the implant was placed in its position. The implant was removed and replaced with another mobi-c device without patient impacts.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the device was returned disassembled from the peek cartridge. The device was able to be reassembled without issue. The only visible damage was scratches to the hex nut. Potential cause: root cause was unable to be determined. This event could possibly be attributed to over turning the knob on the handle or adjusting the implant during insertion. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled when the peek cartridge was being detached intra-operatively, after the implant was placed in its position. The implant was removed and replaced with another mobi-c device without patient impacts.